Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2916596-2023-00385.

Manufacturer narrative:
Section a, d: specific patient information and device serial numbers are documented as unknown. Section b3: device was implanted 33 months prior to time of event. Event date was estimated based on article details. Article title: the heartmate3 left ventricular assist device outflow graft sub-occlusion - a growing problem but with a simple solution anna nowaka chuv, cardiac surgery, lausanne, switzerland; nadia kilani, chuv, cardiology, lausanne, switzerland; vanessa torres chuv, cardiac surgery, lausanne, switzerland; roger hullin chuv, cardiology, lausanne, switzerland; patrick yerly chuv, cardiology, lausanne, switzerland; carlo marcucci chuv, anesthesiology, lausanne, switzerland; lorenzo rosner chuv, anesthesiology, lausanne, switzerland; sebastian deglise chuv, vascular surgery, lausanne, switzerland; matthias kirsch chuv, cardiac surgery, lausanne, switzerland swiss medical weekly 2023;153 (suppl.268) www.smw.ch. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article that a percutaneous approach to resolve outflow graft obstruction is a simple and safe solution. This case study reports on the events that occurred on a 69-year-old male heartmate 3 patient, implanted for end stage ischemic cardiomyopathy. The patient was implanted in (B)(6) 2020, and 33 months after implant, the patient experienced low flow alarms, a decreased exercise intolerance, and peripheral edema. Transthoracic echocardiography was performed and showed that the patient had normal left ventricular dimensions and moderate aortic valve insufficiency. Angiography computed tomography showed narrowed lumen of the outflow cannula due to a thrombus in between the outflow graft and bend relief. An invasive ramp test was also performed and confirmed the thrombus finding. The patient was treated with percutaneous stenting by an endovascular approach, which was done using a right trans carotid access. A catheter was placed retrograde into the outflow graft, up to the junction point between the pump housing and bend relief. In order to perform the operation, lvad speed and flow were reduced. Upon completion of the procedure, pump flow immediately improved. The patient was extubated without neurologic complications.